Event description:
It was reported that stent damage and removal difficulty occurred. The target lesion was located in the calcified left circumflex artery (lcx). A 2.0mm x 10mm unspecified balloon catheter was advanced to the lesion for predilation followed by a 3.0mm x 10mm unspecified balloon catheter. Then a 4.0mm x 28mm promus element plus stent was advanced but was not able to cross the proximal segment of the lesion which was angulated and calcified. When the device was removed, the mid segment of the stent as deformed and the stent delivery system was stuck at the proximal lcx. Then dilation was performed at the proximal lcx, where the stent delivery system was stuck using a 3.5mm x 10mm unspecified balloon catheter. Another 4.0mm x 24mm promus element plus stent was advanced and deployed at the target lesion. Then post dilation was performed using a 4.0mm x 8mm unspecified balloon catheter. The target lesion was well dilated; however, vessel dissection was noted at the proximal end of the lesion. So a 4.0mm x 12mm promus element plus stent was deployed successfully to cover the dissection and the lcx was well revascularized with good distal flow. The procedure was completed using a different device. No further patient complications were reported. The patient's status is fine and was discharged from the hospital.

Manufacturer narrative:
Device is a combination product. (B)(4).. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).